Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received several inappropriate shocks due to suspected high voltage lead fracture. X-ray showed a lead fracture within the collarbone area. The rv lead was capped and a new lead was implanted.